Event description:
A malfunction was reported with a code of malf 0. The issue had no known adverse impact on the customer's blood glucose level as no elevated levels were reported. Customer technical support (cts) provided assistance to the caller in resetting the pump, which prevented the malfunction code from recurring. Customer was advised to continue using the pump and to contact support if the issue reoccurred.